Manufacturer narrative:
The insulin pump had cracked battery tube threads, minor scratched display window, broken half of reservoir tube lip, however test reservoir locked into the reservoir tube properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose reading was 94 mg/dl. Customer notice the damage while changing their reservoir. Troubleshoot was performed. Insulin pump will be returning for analysis.